Manufacturer narrative:
(B)(4). Uf / importer report number: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a duo-vent set leaked. The patient was receiving an infusion with an unspecified chemotherapy medication. Approximately one hour and fifteen minutes into the infusion, a leak was noted. It was determined the line was leaking from the connection to the filtered portion of the line. When picking up the line, ¿it separated and fell apart¿. The infusion was restarted with a new IV set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.